Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the surelok posterior cervical system. During the final torque, the surgeon used the anti-torque tool on the screw head while tightening in the opposite direction of the nut. At that moment, the t-15 hexalobe torque driver (04-9097) broke. The broken piece was removed and the procedure continued. When attempting to use the tap to cut the thread for the screw with the desired size, it broke once it reached halfway into the screw's diameter, which was 12 mm and 3.5 mm in diameter. The broken part of the tap was easily removed from the patient. The surgical team proceeded by using a drill to complete the trajectory, and since one of the features of the posterior cervical screw is that it is self-tapping, the screw was able to engage and advance properly once the initial pathway was prepared. The procedure was completed with just a two minute delay and no harm to patient.

Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identifier - full UDI number is not available without lot identification. H4 device manufacturing date - unknown without lot identification h3 device evaluation - without the opportunity to examine the complaint product, no conclusions can be drawn as to the root cause of the reported malfunction. Review of device history records and lot specific complaint history review are not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are required. Should the product be received a follow-up report will be filed.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the surelok posterior cervical system. During the final torque, the surgeon used the anti-torque tool on the screw head while tightening in the opposite direction of the nut. At that moment, the t-15 hexalobe torque driver (04-9097) broke. The broken piece was removed and the procedure continued. When attempting to use the tap to cut the thread for the screw with the desired size, it broke once it reached halfway into the screw's diameter, which was 12 mm and 3.5 mm in diameter. The broken part of the tap was easily removed from the patient. The surgical team proceeded by using a drill to complete the trajectory, and since one of the features of the posterior cervical screw is that it is self-tapping, the screw was able to engage and advance properly once the initial pathway was prepared. The procedure was completed with just a two minute delay and no harm to patient.

Manufacturer narrative:
H3 device evaluation - inspection of the fracture location indicates that the t15 driver failed in torsional overload combined with a bending load component. Radial marks 123mm and 163mm from the fracture location were also noted. The root cause of these marks cannot be determined. Root cause of the failure is attributed to excessive torque. Review of device history records found 12 pieces of lot 11812ts released for distribution on 4/6/2020 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated.